Event description:
It was reported that after an intraocular lens (iol) was placed in the eye, an anterior vitrectomy was required to be performed, leading to the removal and replacement of the lens in the same procedure. In addition, it was stated that the incision was required to be enlarged to remove the lens with intraocular scissors. Sutures were used, and the iol was replaced with a za9003 lens. There were no patient complications. Patient gender was not provided. No further information has been provided.

Manufacturer narrative:
(B)(4). Incision enlargement. Removal and replacement of intraocular lens within the same procedure. Placeholder.